Manufacturer narrative:
Concomitant medical products: product ID: 457453 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited pauses and no capture on holter monitor. X-ray revealed the rv lead was dislodged. The rv lead was repositioned and remains in use. It was reported that the left ventricular (lv) lead exhibited high threshold, pauses, and no capture. During the revision, the lv lead was analyzed with good measurement. The physician decided to leave the lv lead in use. No patient complications have been reported as a result of this event.